Event description:
Information was received that the cadd legacy pump had error 1720. Patient switched to the backup pump with no lapse in dose. Dose 234 nkm, frequency continuous, route: intravenously. Dates of use 2017 to ongoing. Infusion is life sustaining. No reported adverse effects.